Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided by customer.

Event description:
It was reported that biomed stated ; " it has not been determined if it is a clinical medication error or a device malfunction." Although requested, no further details were provided by the customer for this event.